Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, they were performing a wall stent insertion and during the procedure, the clip opened however, the clip would not close. They continued to attempt to close the clip and the clip deployed. They retrieved the clip with forceps. It addition, it was reported that the clip was not broken it was all in one piece. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned therefore, could not be inspected. There was a kink in the control wire near the handle and the control wire was separated per design. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, they were performing a wall stent insertion and during the procedure, the clip opened however, the clip would not close. They continued to attempt to close the clip and the clip deployed. They retrieved the clip with forceps. It addition, it was reported that the clip was not broken it was all in one piece. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old. (B)(4) - (clip won't close). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.